Event description:
Information received from the field notes an attempt to perform a download was unsuccessful and there was no response to magnet application. The patient's intrinsic rate was about 75 ppm. The device had been exposed to defibrillation about four times.